Event description:
It was reported that during a coronary stent procedure, the guiding wire became caught between the stent and the vessel wall. The balloon catheter was inflated (1-2 atm) proximal to the stent in an attempt to dislodge the wire and would not deflate. The pt experienced chest pains. The pt went to bypass surgery to remove the stent and the guiding wire. Pt status is listed as "ok".